Event description:
As reported, the patient was implanted with galaflex on (B)(6) 2023. It was reported that three weeks post implant on (B)(6) 2023, the patient underwent a revision procedure due to the development of redness over left breast with marking of the mesh on the skin. Six (6) days post revision surgery, the patient had secretion of seroma from the t-incision. The patient was treated with antibiotics.

Manufacturer narrative:
As reported, post implant of galaflex mesh, patient had redness over the left breast and seroma secretion. Photos provided confirm the left breast redness as reported. Secretion and allegation of seroma were not visible in the images provide. The cause of the patient¿s post-op complications cannot be determined based on photo evaluation. Seroma is known inherent risks of surgery and listed in the adverse reactions section of the instructions-for-use supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.